Manufacturer narrative:
The device passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received hardware low level failure alarms. Customer's blood glucose value was 126 mg/dl. The customer states that they were unable to clear alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer reported that the insulin pump error occurred after self test. The customer was advised to revert to back up plan. The device will be returned for analysis.